Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The articulating arm and holder were replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the articulating arm is faulty and does not stay tightened. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: the holder was received by the manufacturer for analysis, and through visual/physical examination the reported issue was unable to be duplicated. The returned holder was found to be in good condition with no apparent physical damage. There was no problem found with the holder. Device evaluation: the articulating arm was also received by the manufacturer for analysis, and through visual/physical examination the reported issue was confirmed. The handle had broken free of the arm, and the threads were stripped where the handle attaches. The arm was not usable. It was determined that there was a physical damage failure with the returned articulating arm. This issue was documented in a medtronic navigation hardware anomaly tracking database. (B)(4). If information is provided in the future, a supplemental report will be issued.